Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the biotronik implantable cardioverter defibrillator (ICD) was implanted in 2024. In 2025, noise was detected in the high voltage channel. A check was performed on the ICD after noise and oversensing was detected in atrial, right ventricular, and high voltage channels. The field representative was unable to conclusively determine if this was an ICD or non-biotronik lead issue. Both the ICD and leads were replaced. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5175274.